Event description:
Pt had a syncopal episode. Unable to program device and high hvb impedances noted. When pulling on the hvb pin at change out, the lead came out of header before unscrewing the setscrew. No problems noted with the lead. Unable to interrogate w/2 different programmers and 3 different heads. Pt had a syncopal episode.